Manufacturer narrative:
Corrected data: f10

Event description:
It was reported that a year after the patient had latera implants placed the patient was experiencing discomfort when wearing glasses and stated the device did not work as intended. The patient had an additional procedure to remove the implants, although they had dissolved and were not able to be removed. No additional adverse consequences were reported.

Event description:
It was reported that a year after the patient had latera implants placed the patient was experiencing discomfort when wearing glasses and stated the device did not work as intended. The patient had an additional procedure to remove the implants, although they had dissolved and were not able to be removed. No additional adverse consequences were reported.

Manufacturer narrative:
Device remains in the patient.